Event description:
On (B)(6) 2025 and ilet user's mother reported the user experienced a low blood glucose (bg) event resulting in a visit to the emergency room. The event occurred on 1/29/25. On (B)(6) 2025, the user's daughter experienced a low bg event (40 mg/dl) at school after making a meal announcement but not eating much. It took four hours to bring bg back up. The next day, (B)(6) 2025, a similar event occurred (41 mg/dl), and the user's mother took the child to the emergency room, where they removed the pump and administered fluids and apple juice. The child was released the same night without admission. The user's mother requested advice on whether a factory reset was needed, and additional training was scheduled. The user is currently using the device and is back in range.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.